Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 500mg/dl and a manual injection was administered to address the bg level. Tandem technical support was unable to perform a system check to determine a possible cause of the occlusions due to the customer not currently using the pump for insulin therapy. Manual injections were being used for insulin therapy.